Manufacturer narrative:
A ge service representative performed an on site investigation. A loose pin in the interconnect cable connector was repaired and the mainframe voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would give an error code and shut down prior to the case. The 9600 system was removed and the case was completed with another system. No patient injury was reported.